Event description:
A lawsuit alleged that the patient was not warned of the "dangers associated with [his] defective" ICD/crt. The lawsuit further alleged that the patient sustained "great pain, agony, injury, suffering, disability, hospitalization, as well as mental anguish and emotional distress, all of which caused, precipitated, and contributed to, his death." It is not known if the device was explanted. There is no allegation from a health care professional that the patient's death was device related.

Manufacturer narrative:
Other : a lawsuit alleged that the patient was not warned of the "dangers associated with [his] defective" ICD/crt. The lawsuit further alleged that the patient sustained "great pain, agony, injury, suffering, disability, hospitalization, as well as mental anguish and emotional distress, all of which caused, precipitated, and contributed to, his death." It is not known if the device was explanted. There is no allegation from a health care professional that the patient's death was device related. No conclusion can be drawn. Defective device.